Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error several times. The customer's blood glucose was unknown at the time of incident. It was reported that the insulin pump would not rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test alarms or pump error 38 were noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The motor was tested outside the device and passed. The device was received with minor scratched display window and case.